Manufacturer narrative:
Pr (B)(4) emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: unknown batch no: unknown. It was reported that reaction to chlorhexidine. Verbatim: chloraprep - case reference number (B)(4) (bd ID: ) is a literature case, title as stated above, identified on (B)(6) 2021, and concerns a (B)(6)-year-old male patient who was treated with chlorhexidine. The patient was one of the five patients who were hospitalised with driveline infection of left ventricular assist device (dli of heartmate iii-lvad). The patient's etiology responsible for heart failure was idiopathic dilated cardiomyopathy (cmp). Indications for lvad implantation included bridge to transplantation. The symptoms of dli were manifested as purulent discharge, cutaneous erythema and pain on driveline parietal trajectory. White blood cells count was 12200/7200 /mm3 (cubic centimeter) and c-reactive protein (crp) was 280/45 (mg/l), both before incision/before wound closure. Diagnosis, localization of the infection and abscess formation were confirmed via thoracoabdominal computed tomography. The infection was located only around the driveline without reaching the lvad. Pathogen was mainly (B)(6). Antibiotic therapy consisted of intravenous (B)(6) for four days, intravenous (B)(6) for four days and intravenous (B)(6) for 6 weeks.